Manufacturer narrative:
(B)(4). The reported issue that a chemotherapy infusion took longer than expected could not be confirmed or duplicated. No programmed chemotherapy infusions were identified within the og data and the customer was not able to provide any more specific event details. Both returned pump modules were tested for their rate accuracy performance under normal test guidelines with the use of asm test software as well as having introduced the phaseal closed system device into the testing. Both devices were found to be performing within spec for rate accuracy. The phaseal device did not appear to have an effect on performance that would explain the customer's reported problem. The root cause of the customer's reported problem is unk.

Event description:
Customer requested testing and event log review due to a reported discrepancy with a chemotherapy infusion whereby the infusion took too long. A phaseal closed system device was utilized between the IV container and the administration set. A microclave is used at the distal end of the set, between the administration set and the IV catheter. No pt harm was reported and no medical intervention provided.